Manufacturer narrative:
H4: the lot was manufactured from august 7, 2020 - august 10, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked which observed a small white specks of drug precipitate at the blue winged cap which suggest leak may have occurred at the blue winged cap. Additionally, it was observed that the blue winged cap was slightly untightened. The cap thread was not exposed. Functional testing was performed by filling the device. During fill, no leak was observed. After fill and prime, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6). Initial reporter postal code: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This issue was discovered during filling. There was no patient involvement. No additional information is available.